Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer initially reported receiving a continuous low scan of 4 mmol/l on the sensor but while on the phone, the customer recall that the sensor scan was actually 1 mmol/l when compared to an unknown competitor meter result. The customer experienced a loss of consciousness and was provided sugar water by a third party for treatment. The ambulance was called and upon arriving, a glucose result of 22 mmol/l was obtained and the customer was transported to a hospital where an unspecified first aid was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.